Event description:
It was reported that during a CABG (coronary artery bypass graft) surgical procedure, the ie33 ultrasound system was producing poor quality images. There was no patient or user harm associated with this event. The system was exchanged to complete the procedure. The system has been removed from service at the customer¿s site. Philips has started an investigation and upon completion, a follow up report will be submitted.

Manufacturer narrative:
An investigation was to be performed to determine the cause of the reported problem. The system became frozen; therefore, system logs and images were unable to be obtained. The customer's immediate concerns were address by removing the system from service. No further information is available at this time to investigation the reported problem further.